Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the distal right coronary artery (rca). A 3.00x16mm promus premier drug eluting stent was advanced but failed to cross the target lesion. When the device was removed, it was noted that the stent was not on the stent delivery system. Fluoroscopy was done to find the stent and it was actually on the wire, floating around the vessel. The physician advanced with multiple small balloons to deploy the stent. The stent was then successfully deployed in the proximal right coronary artery (rca) instead of the distal rca. They were not able to get a device into the distal rca. No patient complications were reported and the patient's status was fine.